Event description:
It was reported that during follow-up, post-paced t-wave oversensing on the ventricular channel was observed. Patient was asymptomatic. Review of the sessions revealed far r-wave oversensing. Programming changes will be made at next follow-up. Patient condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.